Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump during basal delivery. Customer's blood glucose level was 180 mg/dl. Customer was unable to complete troubleshooting. Customer attempted to perform 5.0u fixed prime and sensor was not detecting reservoir in pump. Customer stated that she saw insulin dripping out, but didn't see the number ramp up on her screen. Customer also had a blood glucose level of 445 mg/dl. Customer treated with a manual injection. No additional information provided.